Event description:
It was reported that during use the device could not function properly and unexpectedly stopped. No health consequences for the patient were reported.

Manufacturer narrative:
The user facility did not involve the local dräger s&s organization into examination of the device and potential repair measures. No further information such as e.g. A log file could be obtained. Hence, a case-specific evaluation is not possible for the manufacturer. Since a complete shut-down was reported, a causal connection to loss of electrical power seems to be likely. This can occur due to a loss of mains power supply and/or a depleted/overaged internal battery. The device is equipped with an internal battery that serves as a fail-safe mechanism for mains power losses. The battery condition shall be checked in regular intervals, a preventive exchange is recommended in an interval of two years. The state of preventive service measures is unknown to dräger. There are however other scenarios imaginable and, a differentiation is not possible with the given information. In case of a complete shutdown, the device would issue an alarm to alert the user to the shutdown. In switch-off state the airway system is open to ambient to enable spontaneous breathing. H3 other text : device not available for investigation, 3rd party service.